Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed an e218 error code (scope communication error code). The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events were confirmed, and the device did not meet the standard specifications. The probable cause was breakage of the image sensor unit, failure of internal board of video connector or the system side. The instruction manual identifies how to inspect for the suggested events in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ which could have detected the phenomenon: olympus will continue to monitor field performance for this device.